Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Promus premier pmss japan clinical study. It was reported that restenosis occurred. In (B)(6) 2014, the index procedure was performed. The 75% stenosed, 2.25mm in diameter and 25mm long, de novo, type c, diffused target lesion was located in the atrioventricular groove. The lesion was treated with pre-dilation and placement of a 28mmx2.25mm promus premier&#10244;rug eluting stent at 16 atmospheres. Following post-dilatation, residual stenosis was 0% and the procedure was then completed. Two days post procedure, the patient was discharged from the hospital. In (B)(6) 2015, restenosis was confirmed and percutaneous coronary intervention(pci) was performed and the symptom was resolved.